Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: they saw clots in corners of oxygenator with no patient impact. (B)(4).

Manufacturer narrative:
According to the information received on 2017-05-31 the product in question is not available for investigation. Therefore a manufacturer laboratory investigation is not possible. A review for similar complaints to be investigated already was performed with the following outcome: "the product was tested with bovine blood in the laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria's and therefore passed the test successfully." The cause of this incident was determined to not be attributed to a device related malfunction. The most probable cause of the incident is a insufficient anticoagulation during use of the product. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).